Event description:
It was reported that (2) um201 were used during a operative laparoscopic procedure. It was reported by the rep that the plastic gear was broken of the instrument. The pieces had to be manually removed from the vagina. A second instrument was opened and the same thing happended a second time. This instrument was removed, as well as pieces from the vagina cavity. A third device from a different box was opened and it worked fine to complete the case. There was no consequence to pt.